Event description:
A (B)(6) female patient contacted zoll lifecor customer support to report that her charger messaged "problem with battery." Support asked the patient to download, and the download did not reveal an apparent issues. The patient was provided with a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) is currently underway. The reported problem (unable to charge battery) has been confirmed. As received, the battery pack was out of specifications. The (B)(4) manufacturer access code was not set to specifications the battery has been returned to vendor for a root cause evaluation. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The patient received a replacement battery.